Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4).